Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the surgical technique used to suture? Appendicectomy. What was the size of the wound? Not provided. Was there any surgical complication due to the rupture of the suture? No, the problem was detected before using it on the patient. Action taken to correct the situation? A new suture was used. Was there any post-surgical complication in the patient? No, the problem was detected before using it on the patient, and used a new suture. What is the current status of the patient? Recovered.

Event description:
It was reported that patient underwent an appendicectomy procedure on (B)(6) 2018 and suture was used. The suture broke during the operation, before use on patient. Another suture was used to complete the procedure. There were no patient consequences.

Manufacturer narrative:
Product complaint # : (B)(4). A cannula and three sutures piece of product code were returned for analysis. The foil package was not received. During the visual inspection of sample, the sutures pieces were examined and had begun \ the process of disintegration, since the suture was broken several sections. The product code contains an absorbable suture and as the sample was received open, the time of exposure of suture to the environment could not be determined. No functional test can be performed due to sample condition. The foil was not returned for evaluation to determine if any damaged was present, that could be attributable to degradation of the suture. Per the sample condition the assignable cause of appearance cosmetic or color suture and breakage suture, was caused by suture degradation exposure to environment.